Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "detached retinas", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6ml of harmonyca with lidocaine. Approximately one month later, the patient received touch-up injections with 2.4ml of harmonyca with lidocaine. About one year and eight months later, the patient received a repeat treatment with 5ml of harmonyca with lidocaine. About two weeks after the last injections the patient experienced non-device related ¿bilateral detached retinas from coughing.¿ no treatment was provided. The event resolved about a month later. The patient concomitantly takes; vitamin e, omega 3, creatine, 5-htp, whey protein, allmax amino acid blend, allmax zmx zinc magnesium vitamin b6, and amlodipine. This is the same event and the same patient reported under patient identifier (B)(6), (emdr-(B)(4), (B)(6), (emdr(B)(4). This emdr is being submitted for the suspect product, initial injection of harmonyca with lidocaine.